Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported "thin conjunctiva" of the right eye postoperatively. On (B)(6)2017, "erosion" and "exposed xen outside the conjunctiva" were seen. The device was explanted and replaced with a tube shunt.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "thin conjunctiva" of the right eye postoperatively. On (B)(6) 2017, "erosion" and "exposed xen outside the conjunctiva" were seen. The device was explanted and replaced with a tube shunt.